Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient was admitted to the hospital on (B)(6) 2018. The minor bleed and the stroke-like symptoms have not been resolved. The patient weight was updated. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1nr3z, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator for the treatment of essential tremor, parkinson's disease, and movement disorders. It was reported the patient was admitted to the hospital due to a seizure on (B)(6) 2018. The caller reported the patient had stroke like symptoms on the left side of his body including left side body weakness and seizure. The caller reported the patient had a lead placement on the right subthalamic nucleus of the brain and there was a minor bleed discovered on (B)(6) 2018 on imaging that caused the ischemic like stroke on the left side of the body. No further complications were reported or anticipated.